Event description:
During a follow-up appointment, high impedance was observed. A surgical revision is planned but no known surgical interventions have occurred to date. A review of device history records for the generator and lead shows that no unresolved non-conformances were found.